Manufacturer narrative:
Part #: 05.000.008. Synthes lot number: 007693. Supplier lot number: 007693. Manufacturing site: synthes monument. Release to warehouse date: (B)(6) 2019. Supplier: triangle manufacturing. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported the device does not function under power. The item passed functional testing per the inspection sheet. However, the cause of the issue is the damaged component which was due to residue found on the circuit board and motor. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2020, and will be returned to the customer upon completion of the service and repair process. Attached service record router completed. The finalized service record will be archived in the tungsten document management system. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hand piece for powered driver cannot spin to insert or release cutter. No cutter is stuck inside. There was no patient involvement. This report is for 1 hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.